Event description:
The clinician reports the implant was placed (B)(6) 2019 in ada #28. Implant surface not completely covered w/bone and bone overheating. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was sent to the manufacturer. At the event the patient experienced infection, peri-implantitis, pain, mobility, bleeding, abscess, fistula and inflammation. No further patient complications were reported.